Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
The customer reported ventilator with a blank display. The ventilator was not on a patient at the time of the event.